Manufacturer narrative:
The biomedical engineer (bme) diagnosed the issue by turning the unit on and using a flashlight to check whether the display text could be seen. The text was visualized when the unit was on, and not seen when the bme turned the device off. The bme confirmed the ordered part was received but due to staffing shortage, the replacement was delayed. Further good faith efforts were made at a later date to obtain information regarding repair completion and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or repair has been conducted to date. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from customer biomedical engineer reporting a dim display on the v60 ventilator. The device was not in clinical use. There was no report of harm, nor other patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and reported the dark display was identified during device set up. The bme requested the part details for a backlight inverter printed circuit board assembly (pcba). The rse also advised display upgrade may be necessary and provided details for both the requested and upgrade parts.